Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w non-sterile lot#: 73l2100819 investigation did not show issues related to complaint.

Event description:
The skin stapler fails. The clips sits to high on the skin and the stapler has difficulty grasping the wound edges. The wound is not sufficient closed after use. Doctor tends to remove the clips and suture instead.

Manufacturer narrative:
(B)(4), a visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Therefore, the customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The skin stapler fails. The clips sits to high on the skin and the stapler has difficulty grasping the wound edges. The wound is not sufficient closed after use. Doctor tends to remove the clips and suture instead.